Event description:
The investigation in manufacturer report #1644487-2014-02458 included a return of a second power adaptor and serial cable. It was determined that the second power adaptor and serial cable were associated with this manufacturer report. No anomalies associated with the ac adapter were identified during the analysis. It was identified that the serial cable had an open electrical connection in the power plug wire. The cause for the open connection is unknown, but is most likely associated with mechanical stress.

Event description:
It was reported that the physician was having charging issues with his handheld device. A different power adaptor was used and the issues resolved. The defective power adaptor has not been returned to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.